Manufacturer narrative:
Concomitant medical products: product ID wr9220 serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was undetermined. The patient received a new recharger and has been paired. The issue has been resolved.

Manufacturer narrative:
Date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient (pt) has been having difficulty charging ins for past 6-8 wks. Pt may get see an excellent connection for charging but then 30 min later the charge hasn't advanced for their ins. Pt has also seen error messages on his handset while charging ins showing error codes of 1701 and 1407. Pt has done resets of the recharger during this time but this hasn't resolved ins charging issue. No changes in pt's weight and no trauma to pocket area or changes there. Caller did meet with pt 1.5-2 wks ago and pt was getting good connection and caller thought they had resolved the recharging issue but it has persisted. In clinic today, they have been charging for about 7 min with ins in red charge zone and charge hasn't advanced. Had them reset recharger but this didn't seem to resolve the issue. Looked at recharging diagnostics on handset: 9/7 ins was charged up to 50% 9/14 12 min 0 to 10 % exc 9/14 excellent coupling but charge level only showing 10% after 12 min charging (since 9/14 charge level has never been more than 10% even with excellent quality of coupling) 8/29 good coupling, 15 min, charged to 100% 8/15 8 min, charged from 90 to 100% 10/4 19 minutes total charging but never got over 10% charge level.